Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital. Interrogation revealed ineffective anti-tachycardia pacing, high voltage output therapy, and poor sensing values were noted during multiple episodes of ventricular tachycardia. The device and lead were explanted and replaced. A device malfunction was not suspected. The patient is in stable condition following the procedure and is awaiting a heart transplant. Related manufacturer report number: 2938836-2017-19895.